Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test and error message (sf180) was due to a pneumatic block issue and faulty power supply unit (psu). The pneumatic block and psu was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an error message (sf180) indicating a battery charging fault. There was no patient injury reported as a result of this incident.